Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). B3. Date of event: actual event date was unknown; therefore, first day of bsc aware month was selected. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected and leak tested. The microscope test revealed that both cylinders had a hole at corner of a fold in the proximal end of the cylinder and had wear at fold in the proximal end and distal end of the cylinder. The first cylinder had two holes in the distal end of the cylinder from sharp instrument. Leaks were identified. The pump was microscopically inspected, functionally, leak tested. The pump did not pass the functional activation tests. No leaks were identified. The pump passed the microscope test. The reservoir was microscopically inspected and leak tested. The microscope test found that the reservoir had wear at a fold in reservoir shell. No leaks were identified. Based on the information available and analysis results, the reported clinical observation of fluid leak and mechanical issue were confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working due fluid loss. The ipp was explanted and replaced. No patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working due fluid loss. The ipp was explanted and replaced. No patient complications reported.